Manufacturer narrative:
Cartridge cover out of position. Bent shaft. Evaluation summary: the analysis results for the instrument found that the instrument was returned with a bent shaft and the cartridge cover out of position. No conclusion as to what may have caused the damage to the instrument. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a hepatectomy procedure, the device did not work. The clip did not appear. They had to use a new one. There were no adverse consequences to the patient.